Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed due to abrasion. The physician observed multiple lead abrasions related to 'rubbing of the implantable cardioverter defibrillator (ICD) and lead'. The lead was replaced with a new endotak lead.